Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a excision of mediastinal lesion and thoracoscopy, when the specimen of tumor was put on the tray, a metal piece was found in it. The cavity was well cleaned and nothing left in the cavity was confirmed by several staffs using x-ray.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo catch gold 10mm specimen pouch intl opened by the account and a metal clip received in a plastic bag. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. The instrument was received opened. There was plastic remnant on the ring and the black shrink tubing was intact. The bag was not received. No damage to the handle blade was noted. A small metal clip was received in a plastic bag. As per sample evaluation in cts, engineering determined that the reported condition is not associated to sima assembly or supplier process. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to not of medtronic manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.